Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and battery lasts less than expected, problem isolated to electronic assemblies. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error during self test and replace battery alert detected. Customer reported that the contacts was not missing, damaged, or little corrosion. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the alarm was second concurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.